Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. UDI not available. PMA/510(k) number: k013227.

Event description:
The doctor reports that the implant is fractured at the head and was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative one impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual evaluation of the as returned product identified implant fracture at collar. Shows signs of use and bone tissue attached. Irt returned with implant but in good condition. Functional testing could not be performed since the product was fractured. Pre-existing conditions noted on the per were moderate bone density ¿ type ii. The reported device had been placed on tooth 36 (fdi). Device history record (DHR) review for the lot (60933095) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (60933095) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.